Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amount of insulin remaining in the cartridge was decreasing at a rapid rate. The customer declined to perform troubleshooting or provide additional information on the event. There was no reported impact to the customer's blood glucose level.